Event description:
It was reported that they were getting gridlines on patient images, causing the patient to be re-exposed. It was determined that the k edge needed to be adjusted; once that was done, the system is working as intended.